Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tracheal tube had a cuff leak. This was identified prior to use during pre-testing, therefore, there was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The customer returned three samples, in addition to the reported defective sample. A inflation/deflation test was performed on the reported defective sample and it was observed after a minute and a half, the cuff deflated. A visual inspection was performed on the reported defective sample and it was observed the cuff presented a small cut that leaked air. An inflation deflation test was performed on the other three samples. It was observed the cuffs held the air. The samples were left inflated 2 hours. No failure mode was observed in the additional three samples. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.